Event description:
During a percutaneous coronary intervention, the marker wire (stabilizer) was opened and the wire was inserted to the target lesion. The balloon (sprinter 2.25/15mm) and the cypher (3.5x18mm) stent became stuck at the marker wire section. The guiding catheter was deeply inserted in the target vessel to obtain better backup support and advance and deliver balloon and stent to the target lesion. However, it would not move across the most distal marker wire. The guidewire was retrieved and a deformation (bump) was confirmed on the marker band. The guidewire was changed to a different guidewire (pt2, boston) and the procedure was completed. The physician suspects that the marker band became stuck with the device at that bump, and this is the first experienced with this much friction during delivery of the device through a guidewire. There was no reported patient injury. The product was clinically used and it will not be returned for analysis due to the patient's infectious disease.

Manufacturer narrative:
The pt was a male with age unknown. The target lesion was mid (lad) left anterior descending artery. Unknown if the lesion was a de novo. The vessel was moderately calcified and moderately tortuous and was 95% occluded. Add'l info indicates that no anomalies were noted, when the guidewire was removed from the package. During insertion, the guidewire was difficult to advance through the balloon and the cypher sds. The guidewire was stuck on both devices. It is unknown if additional torque was utilized to advance the guidewire, manipulated against resistance, or was placed on an acute angle. There was no indication if the guidewire was inspected, prior to inserting in the patient. The guidewire was not kink or bend, but a bump was noted at the most distal marker. The marker band or the area next to the marker band was not bend or kink, and the marker band was less smooth. There was no additional patient information. During a coronary intervention, a physician had difficulty advancing a sprinter balloon and a cypher stent over a stabilizer marker steerable guidewire, requiring re-wiring of the lad lesion with another wire; no patient injury occurred. After the wire was removed from the pt, a "bump" was identified at the distal marker band of the wire. The product was not returned for analysis so it is unknown what factors may have contributed to the event. The manufacturing records for lot 40805951 were reviewed and results indicate that product met quality requirements for product acceptance.